Manufacturer narrative:
(B)(4): unable to verify or duplicate reported bolus programming issue. Boluses were executed using the meter remote with no errors occurring. An "ezcarb" bolus was performed successfully from the meter and accurately recorded in the pump history. A "combo" bolus was performed successfully from the meter and accurately recorded in the pump history.

Event description:
On (B)(6) 2012, it was reported that the pump was delivering a "combo bolus" when the patient had only programmed an "ezcarb bolus." The bolus history showed a combo bolus at 10:01 a.m. On (B)(6) 2012, from meter and 7.87 units had been delivered so far. The patient claimed she did a bolus at that time, but it was for an ezcarb bolus; no other combo boluses were in the history. The patient indicated she does not know how to program a "combo bolus" and was requesting help with removing it from the pump settings. The patient reported no issues with the meter buttons at this time. The animas customer support representative assisted the patient through setting up the pump as desired and confirmed that the patient was able to deliver a normal "ezcarb bolus," while disconnected from the pump. The patient will monitor her blood glucose levels and correct if needed. There was no reported patient impact associated with this reported issue. However, this complaint is being reported because the reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.